Manufacturer narrative:
(B)(4). Unknown although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent an interspinous process decompression at levels l3-l4, l4-l5. Five months post-op, the patient reported progressive low back and right posterior thigh and leg pain for five months. The MRI revealed progressive lumbar spondylotic changes with severe canal stenosis at l3-l4 and l4-l5 and spondylolisthesis at l4-l5. The patient underwent a removal at l3-l4 and l4-l5 and decompressive laminectomies and foraminotomies with in situ fusion at l3-l4 and l3-l5. The interspinous spacer devices were explanted on (B)(6) 2014. The investigator noted this event was serious with a severity of moderate.the relationship to the device was not related. The outcome of the event is resolved.